Event description:
It was reported that the event involved a patient in the cath lab, multiple stents placed. Patient is on a ventilator, 100% v-paced and on multiple pressors & getting hypothermia therapy. The intra-aortic balloon (iab) was prepped, the md inserted a sheath into the patient's right femoral artery. While advancing the iab through the "procedural sheath" the catheter got stuck. The md tried to remove the iab and it "sheered". The md requested a second iab for insertion. Reference MDR #1219856-2010-00455 for the second event and MDR #1219856-2010-00456 for the third event involving the same patient. It was noted that the customer does not use the arrow insertion kits.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.